Event description:
It was observed during the device evaluation that the colonovideoscope had a dirty objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the issue is likely due to degradation that occurs as the device becomes worn, weakened, corroded, or broken down due to overtime such as aging, permeation and corrosion. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.